Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was admitted to another hospital for deterioration of their general condition. After starting up heparin therapy the patient suffered from a bleeding in the psoas muscle for which he underwent coil embolisation. After the embolisation the patient suffered from an acute limb ischemia for which they were transferred to the hospital. The diagnosis of a type 1a endoleak was made on the CT scan performed for that bleeding event. No clinical sequalae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Additional information received: the investigator assessed the type ia endoleak event as not related to the endurant device or the procedure. The sponsor assessed the event as related to the endurant, not related to the procedure. It was reported that the type ia endoleak was unresolved at the time of study exit. If information is provided in the future, a supplemental report will be issued.